Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon decided the system was no longer accurate and completed the rest of the case with the navigation. The case was an l5-s1 fusion. They placed k-wire on the left side and then placed k-wire right side without problem. The surgeon then started the tlif portion of the procedure but noticed that the navigation now seemed inaccurate. They stopped the tlif portion and placed the screws using the k-wires. They decided not to use the guidance system for the tlif portion and switched to using a navigation system with imaging system registration to complete placing the cage. The site believes the k-wire placement was completed accurately. After examination of the procedure the staff and the manufacturer representative believe that the inaccuracy was caused by patient anatomy shift after the k-wire placement. The deviation was less than 3.5 mm. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.